Manufacturer narrative:
Follow-up #1 date of submission 10/15/2015-product analysis: the device was returned and evaluated by product analysis on 09/30/2015 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior. An unexplained reboot occurred on 06/26/2015; when the pump was powered on, the time and date reset to default and were not set by the user. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Unrelated to the complaint, two battery compartment cracks were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the basal delivery totals in the total daily dose history did not match the active basal program total without any known cause for variation. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The alleged health condition does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.